Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on the same day, the patient received treatment at an urgent care clinic for elevated blood glucose (bg) up to 600 mg/dl with rapid/deep breathing, extreme drowsiness, nausea, vomiting, symptoms of dehydration, and large ketones. The patient was reportedly treated with insulin via the pump, insulin via injection, intravenous fluids, and other unspecified treatment. The patient reportedly remained hospitalized at the time of the call to animas. The reporter alleged an inaccurate delivery issue began on (B)(6) 2016. Customer technical support reviewed the pump with the reporter and found all settings and histories were correct; no delivery defects were found during troubleshooting. However, no explanation for the alleged bg excursion could be identified and the pump was replaced. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an unspecified inaccurate delivery issue.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 03/24/2017 with the following findings: a review of the black box indicated that the last basal delivery occurred on (B)(6) 2017. The last bolus delivery was a 3.00 unit ezcarb bolus at 09:16 on (B)(6) 2017. The black box indicated that the pump was manually suspended at 18:37 on (B)(6) 2017 and manually resumed the same day at 19:13, and suspended at 17:16 on (B)(6) 2017 and manually resumed the same day at 17:55. An unexplained loss of prime was observed on (B)(6) 2017 following a manual suspend at 13:52 and a manual resume at 14:17; deliveries resumed at 14:22. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No defects were found during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.